Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (b)(6) 2026. On the same day, per documentation, it was reported that upon sensor removal, the patient noticed that there was no sensor wire present on the sensor pod and there was concern the sensor wire may have remained under their skin. The patient did not feel or see anything in her skin and made no attempts to try and remove the sensor wire. No patient symptoms were reported. On (b)(6), the patient went to the doctor for evaluation. An X-ray was done and a ¿pus pocket¿ was found at the sensor insertion site but the X-ray did not show a retained sensor wire. However, upon physical examination, the patient¿s doctor saw the wire and inserted a needle into the area repeatedly and tried to pull it out. The patient¿s doctor also tried to remove the sensor wire with tweezers. After those attempts were unsuccessful, the doctor then squeezed and drained the pus from the area and wiped the sensor wire out. The patient was ¿feeling okay¿ and had no further signs of infection at the time of follow-up. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).